Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat cystocele and rectocele.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, urinary incontinence and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent pelvic infections, vaginal infections, and urinary tract infections.

Event description:
It was reported that following insertion the patient experienced recurrent pelvic infections, vaginal infections, and urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent vaginal mesh kit removal, urethrolysis, enterocele repair, posterior colporrhaphy and diagnostic cystoscopy on (B)(6) 2017 by dr. (B)(6), md due to mesh kit implant complication: dyspareunia; chronic pelvic pain; mesh kit exposure in the anterior vaginal wall and posterior vaginal wall with significant surrounding tissue contraction and tissue fibrosis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) - exposure. Additional narrative: it was reported that following implantation, the patient has experienced frequent infections and pain in her pelvis, bladder and rectum. She was treated with cipro and flagyl due to chronic pelvic inflammatory disease secondary to exposed mesh and infection on (B)(6) 2011. On (B)(6) 2011, it was reported that the patient had exposed anterior and posterior mesh. Her infection improved with antibiotics.